Event description:
It was reported that the patient presented to the emergency department having experienced shortness of breath, bradycardia, and near syncope. Intermittent second degree heart block was noted, along with loss of capture and ventricular undersensing even at maximum sensitivity. The loss of capture had probably occurred for about nine months when there was a marked increase in ventricular pacing from <(><<)>1% to 100%, and at that time the patient began experiencing periods of shortness of breath, syncope, and near syncope. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.